Manufacturer narrative:
This follow-up report is being submitted to relay additional information. (B)(4).

Manufacturer narrative:
(B)(4). Additional manufacturer narrative: p/n 161474 oxf twin peg cmntls fmrl md l/n r2503468a, p/n us166576 oxford cementless tibia d lm r3050478a. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported in a study the patient dislocated status post left knee revision approximately two weeks prior for a bearing exchange. It should be noted the device remains in-vivo, but is in a sub-optimal position. Pain and discomfort have been reported in conjunction with the event as well. The outcome was noted to be tolerated with the patient being treated with the use of a leg brace while sleeping. No further information has been provided at this time.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
DHR review was unable to be performed as the lot number of the device involved in the event is unknown.